Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. After replacing the internal battery and polishing the device, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device was giving the message "connect test paddle". In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Correction: section h11 additional mfg narrative of initial MDR indicates: a stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. After replacing the internal battery and polishing the device, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Section h11 additional mfg narrative of initial MDR should indicate: a stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. After polishing the hard buckets, pediatric buckets and plate, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue was traced to maintenance.

Event description:
The customer contacted stryker to report that their device was giving the message "connect test paddle". In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.